Manufacturer narrative:
Philips service replaced the os application, restarted the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to boot, requiring os application replacement on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.